Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device with a 6f sheath after a coronary diagnostic procedure. Reportedly, a cuff miss occurred. A second proglide device was used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported event of cuff miss could not be confirmed. Inspection of the device indicated that both cuffs successfully captured the needle during the plunger deployment, but the anterior cuff became detached from the needle tip while retracting the needle plunger to retrieve the suture as evidenced by damaged anterior needle barb. Cuff-to-needle tip detachment would have resulted in a failure to retrieve the suture and could appear very similar to the reported cuff miss. In addition, two of the anterior cuff tabs each measuring one one-hundredth (0.01) of an inch square were broken off and not returned with the device. Due to the extremely small size, a missing cuff tab is not visible without magnification and would not be noted by the user. A review of the lot history record revealed no associated nonconformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.